Event description:
Required CABG due to free perforation involving the left main circumflex following attempt at pci. Although the stent was used to seal perforation in the left main, jailing of the lad necessitated a CABG. The patient has since been discharged and seen in a follow-up at 3 month and is doing well with normal left ventricular function.